Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alert and rewind anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump rejected batteries every time and had to reset the ti me setting every time he had t repeat the rewind process for the insulin pump to work. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.